Event description:
The customer called about some readings that he had received. While troubleshooting, he performed control tests and received results of 54 and 56 mg/dl. The normal control range was 99-137 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.